Event description:
It was reported that at a follow-up appointment, the physician observed elevated capture threshold measurements from this right ventricular (rv) lead. The physician elected to surgically cap and abandon this lead. A new rv lead was subsequently implanted to resolve the event. No additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that at a follow-up appointment, the physician observed elevated capture threshold measurements from this right ventricular (rv) lead. The physician elected to surgically cap and abandon this lead. A new rv lead was subsequently implanted to resolve the event. No additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: boston scientific concludes that although the complaint lead was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Failure to capture is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint lead was not returned to boston scientific therefore, product analysis could not be performed. However, elevated capture threshold measurements have been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as high capture threshold is a known inherent risk of the use of this product and this is documented in the labeling.